Event description:
A malfunction alarm was reported by the caller regarding the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller by providing information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.